Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600i synchron access clinical system was leaking wash solution at the base of the cap piercing unit. The customer stated that the leak contained to the cap piercing unit and had not contacted any tubes or racks. The volume of the leak was approximately 1 ml. The customer indicated that the blade and wick was changed earlier on the day of the event and when the instrument ran open tubes there was no leak observed. The customer cleaned up the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective face shields during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to inspect the system. The fse found a broken piece of blade in the valve. The fse removed the broken piece which resolved the issue. The failure mode was the broken cap piercer blade. (B)(4).